Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral approach via the femoral artery. The target lesion was located in the right anterior tibial artery. After a guidewire crossed the lesion, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported.